Manufacturer narrative:
The evaluation codes have been included. Restenosis was noted within 5 mm of a previously placed stent (date unknown) in a calcified 90% stenosed superficial femoral artery. No stenosis was noted in the stent and a second stent was placed to cover the newly reported stenosis. The patient's history includes severe peripheral arterial disease (pad), calcified vessels and superficial femoral artery (sfa) disease. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process. It is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia, or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent percutaneous transluminal angioplasty (pta) or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion characteristics.

Event description:
During the procedure, the physician was unable to cross the target lesion with the smart control stent. The target lesion was an in-stent restenosis of a previously implanted smart stent. The lesion was located in the superficial femoral artery. The lesion was described as severely calcified. After percutaneous transluminal angioplasty (pta )ballooning with a 5 x 150mm savvy long balloon, the smart control stent did not cross the lesion. The physician completed the procedure with another smart control stent. There was no patient injury. The smart control stent that couldn't cross the lesion will be returned for analysis. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. No excessive force was applied with the device during insertion. Previously implanted smart stent code/lot number was unknown. It was reported the restenosis was due to a lesion above the previous smart stent. The physician "extended" the length of the original smart stent with the new smart control stent that was implanted. It was confirmed that the restenosis in the lesion above the previous stent was found within 5mm of the originally implanted smart control stent.

Manufacturer narrative:
(B)(4). Concomitant devices include a 5x150mm savvy long balloon.additional information will be submitted within 30 days from receipt.